Manufacturer narrative:
A patient had an unrelated procedure causing a blood infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-24000, 1627487-2020-23999, 3006705815-2020-30762, 1627487-2020-24024, 1627487-2020-24021, & 1627487-2020-24022. It was reported the patient had an unrelated procedure causing a blood infection. As a result, the physician explanted the patient¿s entire system. Postoperatively, the patient is on antibiotic therapy.